Event description:
User release the stent from delivery system while found out the tip of stent has obvious broken. User retracted the stent from patient. User changed to another same device to complete the procedure. Device evaluated on 09-dec-2021; "broken shuttle cap and kinked polyimide" "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) #k163468. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #k163468. Device evaluation 1 unit of evo-22-27-9-d lot# c1779450 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation. The device related to this occurrence underwent a laboratory evaluation on the 09 dec 2021. On evaluation of the device the shuttle cap was observed to be broken and the polyimide was kinked. Handle was actuating fine for deployment and recapture but unable to deploy the stent. Handle was opened and the shuttle cap observed broken. Stent deployed manually without any issues. Lock wire removed without any issues. Stent intact. Following the lab evaluation this complaint was opened to capture the broken shuttle cap as per engineering input. Following the lab evaluation a meeting was held with participants from supply chain, engineering, operations and quality engineering. The breaking of evolution colonic & duodenal shuttle caps rmn28-110 was previously investigated with test summary (ref. Att. D00260356 rev 002); a root cause could not be identified however it was established that the complaint risk category is iii (no potential harm to the patient or end user) and that complaints of this nature will continue to be monitored for potential emerging trends. It was concluded that, due to the low occurrence and risk associated with these shuttle cap breakage complaints, additional mrb¿s or corrective actions would not be required for this complaint and shuttle cap breakage complaints will continue to be monitored for potential emerging trends. Document review. Prior to distribution evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-22-27-9-d of lot number c1779450 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has or has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1779450. It should be noted that the instructions for use (ifu0053-10) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As noted during the lab evaluation the handle was actuating fine for deployment and recapture but the polyimide was kinked and the shuttle cap was broken. As per engineering input (ref. Att re: (B)(4)_engineering input) "the fact that the user was able to partially deploy and recapture the stent confirms that shuttle cap was not completely broken and functioning." A possible root cause could be attributed to material failure. Summary. The customer¿s testimony could not be confirmed however the complaint is confirmed based on the failure verified in the investigation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.